Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent an explant of their superion interspinous spacer and has fully recovered. The explanted device was retained by the facility and therefore will not be returned.